Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. However, a corrective and preventative action has been opened to address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Additional product code: feg: tube, double lumen for intestinal decompression and/or intubation. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the blue and white piece is unable to be removed from tube. Unable to use item due to this.